Event description:
Delay of vasopressor therapy during alarm condition reported. After an unspecified period of time during a pt code, the clinicians received "a little" response to the epinephrine boluses given. Orders were received to hang dobutrex and dopamine drips. When attempting to hang to medications (standard pre-mixed meds) "proximal occlusion" alarms were received. The tubing was changed multiple times before the infusions, were able to be started. The nurse stated that the pt expired, but that the pump/tubing problem "didn't cause the death".